Event description:
The patient presented with signs and symptoms of baclofen withdrawal. The hcp suspected a pump failure, however no rotor study was performed and the pump reservoir was not checked for a volume issue. The catheter was within normal limits per the physician. The hcp replaced the entire system. The patient's status after the device was removed was reported as recovered without sequela. Drug delivered via the device was lioresal 2000mcg/ml, 408mcg/day.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), unk; catheter model: 8711, serial #: (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6). Unk. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
(B)(4).